Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) large volume infusors overinfused; infusions ran out between 40 to 48 hours after start of infusion and did not provide anesthesia for the expected 60-hour window. This was discovered during patient infusion with ropivacaine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacture date ¿ the lot was manufactured between april 5-6, 2023. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the device contained fluid inside the bladder which suggested that a flow issue may have occurred. The reported condition was verified. The cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.